Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient family member regarding patient for their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller states the patient was implanted for frequency. Caller stated the patient fell on her tailbone last monday and on thursday she was unable to pass stool. Caller stated she was admitted to hospital on thursday because she was unable to pass stool and urine and because she was in pain. Caller stated in the hospital they did a CT scan and x-ray. Caller stated the bladder was expanding and pushing on the kidney. Caller stated when the patient went to the bathroom she would only trickle. Caller stated she went only 15ml in 2.5 hours with a lot IV fluids going through her. Caller stated the patient was catheterized and urine was released. Caller stated the patient's creatinine level was 0.8, then 2.9, then 1.9. Caller stated the patient almost had a punctured colon because of the backup. Caller stated they thought it was diverticulitis, because the patient has been hospitalized for that in the past. Caller was calling to see if the interstim device could be related. The patient experienced urinary and bowel retention and pain. The caller also reported that patient was recently exposed to CT scan and x-ray and could be related. There were no further symptoms or complications reported or anticipate.